Manufacturer narrative:
H10 the power switch overlay equipped with the alarm led and power led was replaced. The primary mode of failure for this overlay has been determined to be delamination and cracking of the encapsulate epoxy encasing the led dice, and physical shearing of the epoxy or trace causing opened and intermitted trace continuity to the led. H11: g1: contact information updated h6: codes.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 13oct2020.

Event description:
It was reported that the ventilator had an error code indicating check vent: alarm light emitting diode (led) failed. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The manufacturer¿s international service technician inspected the device and found the error code for alarm led failed in the ventilator diagnostic logs. The service technician reported that the power switch overlay will be replaced as a precaution. The repair is pending customer approval.

Manufacturer narrative:
G4:11dec2020. B4:14dec2020. The power switch overlay was replaced as a precaution. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.